Manufacturer narrative:
(B)(4)

Event description:
Same case as MDR ID: 2134265-2018-01464, 2134265-2018-01467, 2134265-2018-01463. It was reported that the burr became stuck on the rotawire. During an ablation procedure, a 1.5mm rotaburr was used without problems. Then a 1.75mm rotalink¿ plus and a rotawire were prepared to be used. During the procedure, there was difficulty inserting the rotawire into the guidewire lumen, however, it was eventually inserted and an attempt to adjust the rotation speed was performed. However, the burr became stuck on the rotawire and it was unable to move forward or backward. Due to this issue, the burr was removed from the patient's body together with the rotawire. Then the physician used a new 1.75mm rotalink¿ plus and rotawire. However, after several ablations the burr became stuck on the rotawire, so the two devices were removed from the patient together as well. The procedure was ended after the second set of devices were removed from the patient. No patient complications were reported and patient's status was good.

Manufacturer narrative:
Device evaluated by MFR. Device evaluated by MFR.: device as returned for analysis. Returned product consisted of the rotablator rotalink plus and the related rotawire complaint. The burr catheter was attached to the advancer and the related rotawire was inside of the device. The handshake connection, sheath and coil were microscopically and visually examined. The sheath is split at the strain relief. The drive shaft is kinked at the strain relief. 173.4cm of the rotawire was sticking out of the burr tip. During analysis the wire was able to be removed from the burr and was able to be re-inserted through the burr catheter and advanced through the entire length of the device with some restriction due to the drive shaft kink and the kink in the wire. Functional testing was performed by connecting the advancer to the rotablator control console system. There were no abnormal noises or leaks and the device did not run; so it wasn¿t able to get any speed. The advancer was dismantled and the ultem was found to be melted and the turbine is corroded. The investigation conclusion is user/use error as there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user. The dfu states ¿never operate the rotablator advancer without saline infusion. Flowing saline is essential for cooling and lubricating the working parts of the advancer. Operation of the advancer without proper saline infusion may result in permanent damage to the advancer.¿ (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-01464, 2134265-2018-01467, 2134265-2018-01463. It was reported that the burr became stuck on the rotawire. During an ablation procedure, a 1.5mm rotaburr was used without problems. Then a 1.75mm rotalink plus and a rotawire were prepared to be used. During the procedure, there was difficulty inserting the rotawire into the guidewire lumen, however, it was eventually inserted and an attempt to adjust the rotation speed was performed. However, the burr became stuck on the rotawire and it was unable to move forward or backward. Due to this issue, the burr was removed from the patient's body together with the rotawire. Then the physician used a new 1.75mm rotalink plus and rotawire. However, after several ablations the burr became stuck on the rotawire, so the two devices were removed from the patient together as well. The procedure was ended after the second set of devices were removed from the patient. No patient complications were reported and patient's status was good.